Event description:
Procedure: cholecystectomy. According to the reporter: when the surgeon rotated the tip of the device, the black plastic portion at the shaft tip was torn. The surgeon changed to new instrument. There was no patient injury reported. However, a portion of the black plastic of the shaft fell into the patient cavity. The surgeon removed all pieces of the shaft with a grasping device.

Manufacturer narrative:
(B) (4).